Event description:
(B) (4) it was reported to us that oversensing occurred with the atrial lead, but it is unclear what has caused this. The lead could not be explanted. The ICD has been received for analysis. Elox ex 53-bp, (B) (4), MDR 1028232-2009-01121.

Manufacturer narrative:
(B) (4). The ICD first underwent a status interrogation, in which the device status was displayed as eri. As part of the electrical analysis, the memory content of the ICD was checked. The analysis of the existing iegms showed that the documented episodes were exclusively triggered by intrinsic events. Furthermore, the signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The ICD had been implanted for 65 months; a number of 30 charge processes had been documented. The charge drawn from the battery was checked. The battery depletion proved to be as expected. The analysis did not show any indications of a malfunction of the device.